Event description:
It was reported that upon removal of the lead from the packaging the lead was misshaped. The distal bends were out of plane with the lead body providing a very atypical shape to the lead body. With the out of plane bend the physician was concerned that the lead would not track the angioplasty wire into the target vessel (the distal shape was in the shape of a cork screw). Another lead was implanted. No patient complications have been reported as a result of this event.